Manufacturer narrative:
(B)(4). The valve was returned for evaluation. The position of the cam when valve was received was at setting 4. The valve was visually inspected; no anomaly noted. The valve was tested for programming, occlusion, leaking, pressure, and reflux, with no issues found. The siphon guard was removed. The siphon guard was tested and passed. Review of the history device records for the valve found no issues when the device was released to stock. The reported issues was unable to be confirmed. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The shunt was suspected malfunction during surgery because the drainage did not work at all when it connected with ventricular and peritoneal catheter. (The flow pressure was set as "level 4"). Surgeon checked the flow of both ventricular and peritoneal catheter separately and found its all work well. Then they decided to change another certas plus shunt (same setting as 4) and finally the drainage worked.

Manufacturer narrative:
. It was previously reported that the device would be returned. However, multiple attempts to obtain the sample were not successful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was returned to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The product was subsequently returned. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.